Manufacturer narrative:
(B)(4). Upon further review, the quality engineer determined the root cause of the electric cable issue was due to a cracked/broken power cord.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with an electric cable issue; this condition had the potential to interrupt delivery. It was reported that this condition was found in the 3c area. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a flogard infusion pump with an electric cable issue was confirmed and reproduced during evaluation. The cause of the reported condition was determined to be mishandling. The power cord was replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.